Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was beeping and indicates a battery problem. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse ran battery test on the unit and the battery test failed. Patient/user involvement: the fse indicated that there was no patient involvement reported. Resolution and disposition: no action taken. Since the battery is a billable item, customer wants to wait to have it replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported failure could not be determined at this time.